Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint "communication error code b30" was not confirmed. The customer¿s unit was tested with our test clv-190 light source and with our ltf-s190-5, ltf type vh, gifh180, gif-q180, gif-h190 and cf-hq190l tests scopes. B30 error did not occur during testing. The unit passed all functional tests. The unit was equipped with new type switch and current software version 4.10. There is normal wear on the video connector and housing.

Event description:
The service center was informed that during preparation for use, the camera would not display an image and a ¿b30¿ error message was observed. There was no patient involvement reported

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information from the legal manufacturer regarding the final investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. As a result of the DHR review, there were no abnormality in manufacturing, concession, and variation. The legal manufacturer reported that the unit was delivered to the customer on january 31, 2018 . The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event are as follows: since this was not reproduced by the repair department, it was presumed that there was no abnormality in the device concerned, and the cause was that the user connected the device with the electrical contact part of the video connector not dried sufficiently, or that the connection of the digital light source cable was not sufficient. This makes it impossible to perform stable communication between the scope and the video processor, and assumes that a b30 error (scope communication error) has occurred. The legal manufacturer reported that the instructions for connecting video connectors include the following information in the instructions for use. This could potentially prevent. Make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. In addition, the instructions for use regarding precautions when connecting the cable are listed below. This could potentially prevent. Properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.